Event description:
Initial result for a patient hcg was >10000 and when repeated the result was 8000. Another repeat test diluted manually gave 4700. The incorrect results were not used to guide therapy. The field service representative was unable to confirm any malfunction of the system.